Event description:
It was reported that the right ventricular (rv) lead experienced possible undersensing. It was also noted there was infrequent right ventricular (rv) lead pacing artifact following the r-wave. The lead will continue to be monitored and remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.